Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could not remove the battery cap and was unable to rewind the insulin pump when trying the infusion set. The customer stated that they had high blood glucose of 469 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was assisted during call and was able to fill the reservoir. The insulin pump will not be returned for analysis.